Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the device was interrogated and found to be in proper working condition. The lead alerts were from the implant procedure the day before. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on the day of implant out of range impedance warnings were noted on the right atrial (ra) and right ventricular (rv) leads in bipolar configuration. The leads remain in use. No patient complications have been reported as a result of this event.